Event description:
It was reported that (1) 350l was used during a lap nissen fundoplication procedure. It was reported by the rep that the outer seal on a 350l trocar and fell into the pt. The piece was retrieved. The surgeon was able to complete the case with this trocar. There was no consequence to pt.